Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was considered that the reprocessing method was inappropriate or insufficient.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image was cloudy. The cause was dirt of protein on the imaging lens. When the cleaning method was checked, it was found that during the bedside cleaning, it had been wiped with alcohol and normally used enzyme-based detergent had not been used. The proper cleaning procedure has been explained to the user. There was no report of patient injury associated with the event. The event date was unknown.